Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Unit passed the displacement test, rewind, basic occlusion, prime/compromised force sensor system, and no delivery tests. No excessive no delivery error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the entire infusion set and site several times before calling. While troubleshooting the insulin pump alarmed no delivery. There was some resistance when the customer was pushing insulin manually but insulin was going through. The customer was able to clear the alarm but was unable to rewind the insulin pump. The act button was unresponsive when it was pressed on reservoir and set. Customer's blood glucose level was 29.6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.